Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported receiving false n1 positive for bd sar-cov-2. Database was retrieved and reviewed by application specialist and it is determined that the sample is possibly contaminated. Customer reran the sample and the results were negative. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 05jan2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the failure mode reported. Samples consisted of photos which were reviewed and revealed the runs in which the false positive occurred and the rerun. The photo of the initial shows the curves and result for lane a1 which shows late and true amplification. The rerun photo shows a negative results on the same sample (lane b2). Root cause cannot be determined with the information provided. Complaint is unconfirmed by sample analysis of the photo provided. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #: (B)(4). The following information was provided by the initial reporter: "it was reported that false positive result in bd sars cov-2 assay n1 target."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4). The following information was provided by the initial reporter: "it was reported that false positive result in bd sars cov-2 assay n1 target."